Manufacturer narrative:
Catheter model # 8709sc, lot# n279734005, implanted: (B)(6) 2011, explanted: unknown; catheter model# 8596sc, lot# n235650010, implanted: (B)(6) 2011, explanted: unknown.

Event description:
It was reported that the catheter was implanted post use before date.

Manufacturer narrative:
(B)(4).

Event description:
The use before date (ubd) for catheter (B)(4) was 2011-12-02 and was implanted on (B)(6) 2011.